Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was using a launcher guide catheter (gc)when treating a lesion in the ostium of the rca. The vessel exhibited moderate tortuosity, mild calcification and 20% stenosis. There was no damage noted to the packaging of the gc. The gc was removed from packaging per IFU with no issues noted. The device was inspected and prepped with no issues noted. No resistance was encountered when advancing the device, excessive force was not used. During use a dissection occurred and was treated by stenting. The doctor commented that there were no issues with the procedure or the product. No additional patient clinical sequelae reported. The catheter la5ip351 is not marketed is the us however it is deemed the same as the us marketed device, launcher.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.